Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a connection issue between the titanium adapter and transfer set occurred during an unknown process step of peritoneal dialysis (pd) therapy. This was further specified as ¿catheter fell off in their bathroom". The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the event. The patient received unspecified treatment for the event. At the time of this reported the patient outcome and action with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, nine unopened companion samples for evaluation ( 5 units of lot number 21d28h93, 2 units of lot number 21d07h93 and 2 units of lot number 22b03h93). Visual inspection with the naked eye did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with no issues noted. The companion samples were determined to meet functional performance specification requirements. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. B3: date of event is unknown. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.